Manufacturer narrative:
The suspect device is the accu-chek voicemate unit.

Event description:
Reporter stated that pt's voicemate system spoke a blood glucose result of 952 mg/dl. The blood glucose monitor, used in conjunction with the voice unit, has a numeric reading range of 10 - 600 mg/dl; values > 600 mg/dl should generate a result of "hi". Reporter was unable to verify if the value of 952 mg/dl was on the meter display at the time of the test, or if the value was currently in the meter memory. Pt's therapy was not modified based on this value. No pt injury was reported and no treatment was rec'd. Quality control testing was performed on voicemate system and the results were within acceptable ranges. Reporter noted that the result was obtained at an assisted living facility. Technical support requested the return of the suspect product and replacement product was shipped. Voicemate system: comfort curve test strip lot 549221 with expiration date 10/31/2007.